Manufacturer narrative:
(B)(4). The reported complaint of failed battery load test was confirmed. The customer returned a battery (part number: 4000-9022-001, lot: 18f20e0015) for investigation. Visual inspection of the battery was performed (inp-2 through inp-6) and no abnormality was noted. The returned battery failed the battery load test. During the complaint investigation, the pump shut off after 55 minutes when operating on battery power after a full charge. The battery was installed into a known good ac2 for functional testing. The iabp powered up successfully with no alarm (anp-1). All voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.3 volts (anp-2). Pumping was initiated (anp-3). The iabp gave a proper alarm when disconnected from the ac power (anp-4). The iabp alarmed "less than 20 minutes remaining" after approximately 30 minutes when running on battery power (anp-5). The iabp alarmed "less than 10 minutes remaining" after approximately 38 minutes when running on battery power (anp-6). The iabp alarmed "less than 5 minutes remaining" after approximately 46 minutes when running on battery power (anp-7). The total battery runtime was approximately 55 minutes (anp-8). Additionally, the operator's manual with this product states "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac2 be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." Also, iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance, and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the short battery run time. A definitive root cause could not be determined but a potential cause of the short battery life pertained to the maintenance of the battery. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during preventative maintenance, the pump failed the battery load test. No patient involvement.

Event description:
It was reported that during preventative maintenance, the pump failed the battery load test. No patient involvement.

Manufacturer narrative:
Qn#(B)(4).